Event description:
It was reported by the customer¿s biomed that while the nurse was setting up the unit for use, the device enunciated an error code for primary alarm failure which prompted a call to philips technical service. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. Per the remote service engineer (rse) images of the event log were reviewed and error code 1102 - primary alarm was present. The rse advised onsite support to evaluate the functionality of the device would be needed. A philips field service engineer (fse) evaluated the ventilator and could not confirm the reported problem. The fse, utilizing the service manual, carried out an alarm operations test, reviewed the event log, conducted measurement in the speaker and did not encounter any problems. Performance verification testing was conducted, and the ventilator was working as intended and returned to service without further issue.

Manufacturer narrative:
Reporting institution/reporter phone #: (B)(6).